Event description:
It was reported that the abutment screw fractured and was removed at site #30.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Lot number for device not provided. Manufacturing date of device not provided.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted and no per form was provided. The reported device was located on tooth site #30 and was used for an unknown amount of time. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: precautions, breakage, warning per the applicable IFU, breakage may occur when device is loaded beyond functional capability. DHR review: DHR review could not be completed for the iunihg as the lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted for the iunihg, dating 12 months back from the notification date and revealed there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complaint category keywords: fracture screw. Post market trend review: august post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (iunihg). Malfunction/event: based on the available information, device malfunction could not be verified as the exact details of the reported event was non-verifiable and the product was not returned. Sections updated: b4: date of this report g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.